Event description:
It was observed during the device inspection that the bronchovideoscope had the connecting tube coating peeling. (1mm2 or more) and due to damage on charged coupled device (ccd) unit, the image disappears during angulation in the up/down (ud) directions. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device